Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the patient experienced poor sound quality and decreased performance with the device use. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 surgery.